Event description:
The needle does not close upon activating the safety.

Manufacturer narrative:
We reviewed the retained samples, production batch records, and finished product inspection reports, all of which showed no abnormalities. Subsequently, we will require sales personnel to strengthen communication with customers, enhance control and inspection of raw materials, processes, and finished products, and provide training to relevant personnel.